Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 2.2 and 1.1. The time between testing was less than ten mins and a finger stick was repeated on the same finger. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: customer reported repeating finger stick on same finger. After first fingerstick is performed blood begins to coagulate to repair finger. This coagulated blood can affect migration and inr values. Per user guide if necessary, repeat test, "...using a different finger for the fingerstick sample." This could not be ruled out as possible cause for unexpected inr results. Inratio precision data provided by end-user. Date: (B)(6) 2013, inratio: 2.2 and 1.1, mean: 1.65, sd: 0.78, %cv: 47.14. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Unable to perform retained strip tests due to unk strip lot number; not given on the event details. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking.